Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the report of a vasopressin infusion being hung but programmed as ¿norepinephrine¿ (levophed) on the module was confirmed through review of the logs. While bd cannot verify the actual contents of the infusion bag, we can confirm through review of the logs, that the suspect pump module was programmed for ¿norepinephrine¿ (levophed). The initial infusion of norepinephrine was programmed manually as a weight-based infusion and started on 28aug2025 at 4:49 pm on the suspect pump module sn 17579638. The concentration was 4 mg/ 250 ml, the dose was 0.04 mcg/kg/hr, calculating a rate of 13.2 ml/hr. The volume to be infused was 50 ml. The dose was changed to 0.1 mcg/kg/hr (calculating the rate at 33 ml/hr) at 4:59 pm the dose was changed again to 0.08 mcg/kg/hr (calculating the rate at 26.4 ml/hr) at 5:14 pm. At 5:56 pm, the dose was changed to 1 mcg/kg/hr, which calculated the rate at 330 ml/hr triggering a guardrails soft limit for dose above maximum of 0.5 mcg/kg/hr. The user pressed ¿yes¿ to override the limit and started the infusion. A few seconds later, the dose was changed to 0.1 mcg/kg/hr and then again changed to 0.08 mcg/kg/hr, triggering the guardrails soft limit again, which the user overrode once again. A patient side occluded alarm was observed at 5:57 pm. At this time, the door was opened, and a safety clamp open alarm was observed. The infusion was then restarted. At 6:01 pm the dose was changed again to 1 mcg/kg/hr, calculating the rate at 330 ml/hr and the infusion was restarted after the user overrode the dose soft limit. The infusion continued for a few seconds until the vtbi reached zero. One (1) minute later, the infusion parameters were restored (dose = 1 mcg/kg/hr, rate = 330 ml/hr) and the infusion was started. The system was powered down at 6:04 pm. The total volume infused was 60.247 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, nor is it possible to determine what the actual content of the IV bag is from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Root cause the root cause of the reported medication error is being attributed to user programming error. The medication intended to infuse was reported as ¿vasopressin¿ however ¿norepinephrine¿ (levophed) was programmed and reported to have infused.

Event description:
It was reported that there was a medication error. It was reported vasopressin was infusing however the infusion was programmed as levophed. The administration was given to a patient admitted for a laparotomy with a history of hypertension, gerd/hiatal hernia, and copd; with abdominal pain, leukocytosis, and probable ischemic bowel. At approximately 16:30, a family member of the patient observed that the patient's blood pressure was uncontrolled and notified clinical staff. Upon later review, the clinical staff noted that the pump was programmed for levophed however was running vasopressin. Approximately 60-100 ml of vasopressin had infused. The patient expired at 18:36 on the day of the event. The primary and secondary causes of death were indicated to be "colitis form shiga toxin producing e. Coli; renal failure".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a medication error where vasopressin was infused when the programmed infusion was levophed. The administration was given to a patient admitted for a laparotomy with a history of hypertension, gerd/hiatal hernia, and copd, with abdominal pain, leukocytosis, and probable ischemic bowel. At approximately 16:30, a family member of the patient observed that the patient's blood pressure was uncontrolled and notified clinical staff. Upon later review, the clinical staff noted that the pump was programmed for levophed and running vasopressin. Approximately 60-100ml of vasopressin had infused. The patient expired at 18:36 on the day of the event. The primary and secondary causes of death were indicated to be "colitis form shiga toxin producing e. Coli, renal failure."